Event description:
The reporter stated that the surgeon inserted a aq2003v 3 piece silicone lens. The lens was not seating well in the eye. The surgeon tried suturing the lens in place using ethicon's blue prolene, but the lens still would not seat properly. The sutures and the lens were removed during the same procedure. The reporter stated that the lens haptic tore off when the lens was removed from the eye. Surgery was completed using an anterior chamber lens. A suture was required to close the wound. The reporter stated the lens being removed was due to patient complications, not caused by the iol. This was the second of two lens used by the same patient. Please reference claim # 2023826-2005-01175.